Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of videoscope did not display an image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image displayed b31 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope did not display an image. There were no reports of patient harm.